Manufacturer narrative:
The lot number was provided for 3 out of 4 malfunctions, therefore a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the four reported malfunctions. The investigation for the four reported malfunctions were confirmed for the reported filter tilt and perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. (Corporate lot number: unknown).

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly perforated and tilted. The information was received from various source. All the four malfunctions involved patient with no reported consequences. Of the four reported patients, two male patient ages were ranged from 59 to 66 years old and two female patients ages were ranged from 38 to 91 years old. Weight of one patient was reported as 230 pounds and the remaining three patients weight's were not provided.